Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached near the lapjoint. Furthermore, microscopic inspection revealed that there was no damage on the distal tip or guidewire exit port assembly. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that crossing difficulty occurred. The lesion was located in a chronic totally occluded left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination, however it failed to cross the target lesion. After withdrawal, it was noted that the tip was kinked. The procedure was completed with another of the same device. There were no complications reported. However, returned device analysis revealed that the imaging window was detached near the lapjoint.